Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient received a heart transplant, and when the pump was explanted it was noted that the outflow bend relief was not attached to the pump. Tissue was also noted to be over the inflow graft. The patient did not display any signs of reduced flows or reductions in power due to the tissue growth.

Manufacturer narrative:
This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.